Event description:
A caller reported a cartridge alarm 20 issue with their pump, but it did not negatively affect their blood glucose levels. The problem did not occur during the load process, and there was no history of similar cartridge alarms with the pump's serial number. Technical support confirmed that the pump was under warranty and arranged to send the caller a replacement pump with updated software. The caller acknowledged all instructions, including using multiple daily injections as a backup, returning the faulty pump within ten days using a return box and pre-paid label, and setting up the replacement pump with necessary settings and connections. A signature was required for the delivery of the replacement pump.